Event description:
It was reported that during a procedure in 2007, three lactoscrew anchors fractured during insertion. There was no patient injury reported. There was a 25 minute delay in the procedure reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. The user facility is outside of the united states. No medwatch report was received. No user facility information is available. This report filed on november 15, 2007.